Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that experienced a sharp, persistent pain at ipg site in certain positions regardless of stimulation being on or off. Patient denied any falls, weight changes or trauma. Surgical intervention was undertaken wherein the ipg was explanted.